Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that air was entering the wash valve during the priming sequence. The fse replaced the wash valve seal, stator and rotor to correct the issue. All verification testing passed within the published performance specifications.

Event description:
The customer reported receiving non-reproducible elevated troponin I (accutni+3) results for four patients over two days on an access 2 immunoassay system. This report refers to the event that occurred on (B)(6) 2014; please refer to MDR 2122870-2014-00377 for the event that occurred on (B)(6) 2014. On (B)(6) 2014, one patient sample produced an accutni+3 result that was outside of the laboratory's reference range. The customer retested the sample on the laboratory's alternate access 2 and the accutni+3 result was within the laboratory's normal reference range. For the access accutni+3 assay, the reference range is established by the customer; the customer has not provided the reference range used in this event. The elevated accutni+3 result was not released from the laboratory. Quality control (qc), system checks, and calibration were within assay and instrument specifications. There were no issues with sample collection, sample processing, or sample handling.